Event description:
It was reported that the system was displaying a filament regulator error code during a case. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system, and replaced a faulty filament driver pcb. A filament calibration was also performed. System operates as intended.